Manufacturer narrative:
A philips field service technician worked on the device and found that the issue was caused by a faulty mainboard. The field service technician determined that mainboard would need to be replaced along with other parts to fix the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty mainboard. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on intellivue mx550 patient monitor indicating that the device's touchscreen was freezing. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.